Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the opened clave for mediport accessing, and when attached to the saline flush and mediport tubing it would not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on the provided model number because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported 4 bd alaris smartsite needle-free valves had blockage issues. The following information was provided by the initial reporter: "opened clave... For mediport accessing, and when attached to the saline flush and mediport tubing it would not flush."